Manufacturer narrative:
Additional information regarding dislocation / subluxation and infection changes the reportability status of this component.

Event description:
Allegedly, the acetabular component was inserted as a revision for a previously migrated procotyl l shell. Revision component inserted in routine fashion and secured with 3x screws. Shell insertion and screw insertion appeared secure at completion of procedure. Patient seen in routine follow up clinic at 3 months just 2 days before readmission with further migration of revision acetabular component. Patient denies any traumatic event. The previous revision is captured under incident group (B)(6). Additional information: allegedly, as reported from UK njr registry data, this patient was revised due to dislocation and/or subluxation and infection. Srnjr reference: (B)(4).

Manufacturer narrative:
Sectionh.6: the investigation codes have been updated.